Manufacturer narrative:
Follow-up # 1 date of submission 9/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 8/27/2016 with the following findings: a review of the pump black box data showed unexplained pump reboots. During a visual inspection of the pump, it was observed that the battery compartment had two cracks. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. The pump was able to power up with the test battery cap even though the cap was unable to fully tighten onto the pump. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. An "intermittent power" event was not duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components inside pump. Unrelated to the initial complaint, it was observed that the battery compartment had two cracks. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment had stripped threads and there was intermittent power in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.